Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/8/2020. H.6. Investigation: two representative samples, one empty unit pack, and two used cannula hub samples were received by our quality team for evaluation. The two actual samples were subjected to visual inspection and catheter adapter leak testing. A damaged (ruptured) valve was observed through the injection port; therefore, the incident can be verified with these samples. The representative samples were subjected to visual inspection, valve injection test and catheter adapter leak testing. The two representative samples passed all three tests, no leakage and no damage valve were observed. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process was reviewed. There is an online, 100% inspection on leakage of valve after the valve insertion station and a damaged valve that can cause leakage would be rejected. There is no possibility of contact with the valve after the valve insertion station; therefore, the reported defect could have happened out of the manufacturing plant. As the damage portion of the valve is only at the port opening area, the probable root cause of the damaged valve could be due to pressure built up during use and eventually it would have burst at the injection port opening area. The built-up pressure could be due to the catheter being occluded during use. Example of how that could happen includes the patients arm being is a bent position obstructing the catheter fluid path. However, as it is unclear how the product has been used, the root cause cannot be determined. A trend for the ruptured valve has been observed for this product line. A project, CAPA#1379444, has been started to further determine the reason for the ruptured valve in the venflon pro safety so that a fix can be made to further prevent this issue.

Event description:
It was reported that leakage occurred during use with a venflon pro safety 20ga 1.1mm od 32mm l. The following information was provided by the initial reporter, "after given contrast through pvk, leakage is experienced under the pink chimney. Blood is seen through the chimney as well. It seems like the gray membrane is leaking. It is a very experienced employee who has experienced these 4 different episodes. All episode has happened in april 2020. The consequences for the patients have been that too little contrast has been submitted, which was not optimal for the results." 4 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a venflon pro safety 20ga 1.1mm od 32mm l. The following information was provided by the initial reporter, "after given contrast through pvk, leakage is experienced under the pink chimney. Blood is seen through the chimney as well. It seems like the gray membrane is leaking. It is a very experienced employee who has experienced these 4 different episodes. All episode has happened in (B)(4) 2020. The consequences for the patients have been that too little contrast has been submitted, which was not optimal for the results." 4 occurrences were reported.